Manufacturer narrative:
The customer initially reported a service code on the AED. Evaluation of the returned device determined that the code was related to an internal connectivity issue that affected the device's ability to deliver therapy. Although the original report did not involve patient use and was not considered MDR reportable at the time, further assessment confirmed a malfunction that, if it were to recur, could potentially delay or prevent therapy delivery in a clinical setting. As a result, this event is being reported in accordance with 21 cfr 803.50.

Event description:
A customer reported that their AED's asi is flashing red, and their AED is reporting a service code. They reported that this did not occur during patient use.